Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead had high thresholds and pacing spikes without capture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.